Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: pump first alarmed for downstream occlusion. Upon inspection of the site and confirmation that there was no occlusion the nurse restarted the pump. Pump immediately alarmed for air bubble. 2ml prime was utilized. Immediate air bubble alarm on restart. 2ml prime utilized. Immediate air bubble alarm on restart. Nurse opened the door removed the tubing inspected the tubing no air bubble present. Replaced the tubing and closed the door primed 23ml immediate air bubble alarm on restart. Nurse opened the door cleaned the tubing and the air sensor replaced the tubing and immediate air bubble alarm. Pump was turned off and on immediate air bubble alarm on restart. Nurse then primed with a training loop set then replaced the medication tubing pump resumed therapy with no additional alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical samples or photographs of the incident were submitted for evaluation. A proper evaluation could not be performed without a sample or photograph. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.